Manufacturer narrative:
Root cause : the root cause for the reported issue of an nuisance occlusion alarms was not determined because no products or device logs were returned.

Event description:
It was reported that the device had nuisance occlusion alarms. Clinicians stated they occur potentially with lower flow rates. As a troubleshooting method they would clean the pressure sensors with alcohol. This was reported to bd representatives during site visit. Bd clinical practice consultants (cpc) discussed cleaning the pressure sensors will not help resolve occlusion alarms, and may contribute to early pressure sensor failure and to cease that practice. Cpc discussed occlusion alarm troubleshooting and the pressure dynamic display on the pcu. There was patient involvement, however outcome is unknown.

Manufacturer narrative:
The actual date of event is unknown. A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii). The information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that the device had nuisance occlusion alarms. Clinicians stated they occur potentially with lower flow rates. As a troubleshooting method they would clean the pressure sensors with alcohol. This was reported to bd representatives during site visit. Bd clinical practice consultants (cpc) discussed cleaning the pressure sensors will not help resolve occlusion alarms, and may contribute to early pressure sensor failure and to cease that practice. Cpc discussed occlusion alarm troubleshooting and the pressure dynamic display on the pcu. There was patient involvement, however outcome is unknown.